Event description:
A 600 micron reusable diode fiber cracked near the tip after first use, and cracked in the middle of the fiber after the second use. The fiber was steam sterilized according to the instructions.